Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of persistent tenderness and pain in the subcutaneous pocket area. This phenomena began around (B)(6) 2015 time frame and had persisted since. The patient also reported that it felt like the device flipped at times. No radiographic or visual evidence of twiddlers syndrome was noted. On (B)(6) 2015 a pocket exploration procedure was performed. The pocket appeared normal with no visual vegetation, swelling or bleeding. The device was repositioned in the pocket and the pocket was closed. No further information could be obtained.